Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance measurements and the patient received anti-tachycardia pacing for noise. The rv lead was inactivated and will be replaced in the near future. No further patient complications have been reported as a result of this event.